Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed. The reported difficulty to position was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad). While advancing the nc tenku 3.5 x 15 mm balloon for kissing balloon technique dilatation, resistance was encountered during advancement in the non-abbott 6 french guiding catheter. The balloon was placed at the lesion and the first inflation was made at low pressure. However, the balloon did not deflate. The device was pulled into the guiding catheter, and during pulling into guiding catheter, the balloon partially deflated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.